Manufacturer narrative:
Device evaluated by manufacturer: product analysis is not applicable because the product was not returned for evaluation. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Same case as 2134265-2010-00999. (B) (6). It was reported that during a carotid artery stenting procedure, the patient experienced hypotension. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 15 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. It was reported that the patient experienced hypotension during the index procedure. The patient was treated with medication and the event was considered to be resolved without residual effects. The patient was discharged 2 days later. No additional information is available at this time.